Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient with an implantable infusion pump receiving morphine and dilaudid with unknown concentration and dose for non malignant pain. It was reported that patient came to the their ICU overnight not responsive and the hcp was waiting to know how they can turn down the dose. Hcp reported the patient recently had their medication switched and was wondering if may be that can be attributed to this. Hcp reported the patient was on a breathing machine currently.